Event description:
Related manufacturer reference number: 2017865-2023-20237. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage circuit damage on the implantable cardioverter defibrillator (ICD). It was also noted that the low defibrillation impedance, no high voltage output and over current detection was noted on the right ventricular (rv)lead. The physician elected to explant and replace the ICD and the rv lead was left implanted. The patient was in stable condition.